Manufacturer narrative:
(B) (4)

Event description:
During patient treatment with cosmoderm 1, collagen implant, the physician reported the syringe broke at the luer lock, the needle disengaged completely and product spilled. There was no injury to the patient or the injecting physician.